Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and could not duplicate the reported problem. Dried up serum/reagent was observed on the outside and inside of the tip clamp sleeve in the reported problem area of the pipette assembly. A new plunger clamp, lld contact spring, compression spring, tip clamp, and tip clamp sleeve were installed as a precaution. The instrument was tested without further problem and returned to service.